Manufacturer narrative:
.

Event description:
The complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.